Event description:
It was reported that a 30 g x 1/2 in. Bd eclipse¿ 1 ml bd luer-lok¿ syringe with detachable needle had a loose plunger and discharged medication from the plunger.

Manufacturer narrative:
Investigation summary: since no samples and photos displaying the reported condition were received no defects can be confirmed. A review of the device history record could not be performed as a lot number was not provided for this incident. Root cause could not be determined as there is no sample returned for investigation. For the duration of the last 12 months, there was no quality notification raised for a similar non-conformance.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 01/08/2019, medwatch # mw5082288. Device expiration date: unknown. Device manufacture date: unknown. PMA / 510(k)#: k941562 (syringe); k010188 (needle). Medical device type: fmi / fmf. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 30 g x 1/2 in. Bd eclipse¿ 1 ml bd luer-lok¿ syringe with detachable needle had a loose plunger and discharged medication from the plunger.